Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-01568. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on contacts 1-16. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that patient fell and suffered a broken rib. Thereafter, the system started autoreducing. Surgical intervention was undertaken wherein both leads were explanted and replaced. Intra-operative diagnostics recorded high impedances on both leads. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.